Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead was implanted at the wrong location previously. The patient presented in clinic for lead reposition. The physician decided to explant and replace the lead.

Manufacturer narrative:
Correction needed for explant date.